Event description:
The patient was undergoing a thrombectomy procedure in the coronary artery using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, and a guidewire. During the procedure, after completing one pass using the catrx, the catrx was removed to be flushed. After removal, the physician noticed that the proximal end of the catrx was damaged. Therefore, the catrx was not used for the remainder of the procedure. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned catrx revealed fracture on the catheter shaft and stretching on the fractured segment. This is likely the reported damage. This type of stretching and subsequent fracture may occur if the catrx is retracted against resistance. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed additional stretching and kinks on the catheter shaft. This damage is likely incidental to the reported complaint. The stretching may have occurred during retraction against resistance. The kinks likely occurred during packaging of device for return to penumbra. The proximal end of the guidewire lumen was damaged and had multiple ovalizations along its length. This damage is incidental to the reported complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.